Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis during electrical testing found that a high voltage output transistor was damaged. The damage appeared consistent with that caused by an anomalous lead. Interrogation of the device revealed the device was in backup mode when received. Analysis of device image found the device went into backup mode due to a power-on reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of reset could not be determined.

Event description:
This report is to advise of an event observed during analysis.